Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-58171.

Event description:
It was reported that the customer has been getting alarms all the time on the sensor and the sensor says her glucose reading is low. However, when the customer checks her blood glucose level, it is normal. Customer's sensor glucose reading was 56 mg/dl and her blood glucose reading was 125 mg/dl. Customer is getting low glucose alarms, not threshold suspend alarms. Customer's blood glucose level went up over 400 mg/dl about 2-3 weeks ago. Customer had differences between sensor glucose and blood glucose readings. It was explained that larger differences may occur when blood glucose values are changing rapidly and during the beginning or end of sensor life. Residue on fingers may result in accurate meter readings from finger sticks. Customer stated that she wants the noise to stop. Customer was advised how to use the alert silence feature. No further assistance needed.